Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient needed an MRI, but their implant battery was dead so they couldn't access MRI mode. Patient then said when the implant battery was charged, they felt like the implant was short circuiting or something because they would get a lot of pain in their head, even though stim would be off. Patient described the feeling as shocking in the back of their head, causing their head to hurt. Patient said they had chosen to stop charging the implant recently so they didn't suffer. Patient said the issue started around november they believe and said they had a procedure done where they injected plasma into the implant site. Patient then said around christmas, they went to their doctor and told them about their problems and that patient thought the issue was their implant. The doctor set them up with a representative and said the representative did a reevaluation and said some of their sensors had turned off or quit working. The representative reprogrammed the implant and said stim wasn't that bad after the programming, but then said they let their implanted neurostimulators battery run out. Patient didn't know if the implant had lost its programming or what, as they had been dying since they charged the implant back up again in april. Patient said they finally figured out they needed to let the implant totally deplete. Patient also mentioned they would just get no device found when they tried to unlock the controller. Patient said they were now having more problems and needed an MRI to see why they could hardly lift their arms. Patient was told they needed to put their device into MRI mode for the MRI. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient services (pss) reviewed possibility of doctor filling out MRI eligibility form. On 2023-aug-18 iit was reported that no rep's were aware of the reported issues.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A response was received from the patient regarding their complaint. Patient reports they have pain in the right side of their head and neck. They also state when ever their battery was powered up, they have additional pain in the area of the stimulator. The cause of their issues were unknown, but they state they met with a representative who did a reprogramming of their unit and things are better. In the reprogramming done by the rep, they also turned off some electrodes. Patient states their issue has not been resolved, the additional pain is back, they are currently in MRI unit and the battery runs out.